Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had an issue with the no delivery alarm on her insulin pump and filling the cannula. Customer's blood glucose level was 183 mg/dl. Customer stated she changed her infusion set three times. Customer was advised that the alarm was caused by set/reservoir occlusion and the insulin pump was working as designed. Customer is unaware of what caused the issue. Insulin pump may need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.